Event description:
It was reported that the device failed to power on with ac or dc (battery) power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). After several follow-up attempts with the customer, physio was unable to confirm if this particular device was either repaired or removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure cannot be determined.